Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-0011619. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. In response to FDA report number: mw5088619. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. A workmanship was observed not related to the complaint for a split in patch observed event. A further investigation is requested to analyze the split in patch observed. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported via regulatory agency left side implant exchange from textured to smooth implants due to the patient's concern with the product. Later, healthcare professional reported rupture confirmed with MRI. Device has been explanted.